Manufacturer narrative:
Siemens analyzed the data files. The rp500 system and sensors were stable and performing typically during the suspect sample analysis. The differences are most likely attributed to microbubbles in the samples and the difficulty in drawing samples from earlobes into a capillary device. In addition, the capillary devices used contain a maximum fill volume of 95 ul. Per the rp500 operators manual, the recommended fill volume and sample size is 100 ul. The measurement cartridge was not available for return.

Event description:
The customer reported discrepant po2 and ph results on the same instrument for three capillary samples. There was no report of injury due to this event.